Event description:
The facility's biomed reported the account is in the process of evaluating all of their flo-gard pumps for proper operation of the air sensor as a preventative maintenance measure. This pump were reported to have failed air in line testing by not alarming for air. The pump was tested by running the bag dry and seeing if it alarms for air. This pump did not alarm, however it is not known how long it was running with a dry bag when this was noted. Despite baxter's efforts to obtain additional info regarding the date the report occurred, pump programming and setup info, and tubing product code and lot number being used, no further info has yet been obtained.